Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report an occluded reservoir during priming. Customer stated that insulin is not going through the piston. Customer to reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 180 mg/dl. No significant events leading to the alarm were observed. Insulin did not exited from tubing with manual plunger push. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.